Manufacturer narrative:
(B)(4). No conclusion available. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. A full insulation breach was noted 18.4 cm to 19.7 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.